Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse dropped off new blue fiber cable to the site for them to install. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci assisted surgical procedure, a ¿robot not connected to the tower or not powered on¿ message after they had already reseated the blue fiber cable and power-cycled the system multiple times. Technical support then had the customer power off the tower and verified that the robot did not shut down with the tower. Technical support next had the customer power down the robot and perform a hard reset using the emergency power off, then reseat the blue fiber cable again. After the system was powered back on and the issue persisted, technical support had the customer power down and cycle the breakers for both the tower and the console, but the issue still persisted. Technical support then asked whether another patient cart was available for comparison, but the customer declined and converted the case to laparoscopic surgery.